Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
There was no pt impact associated with this complaint. The issue that the pump was not responsive to button presses is detected by the user prior to its use.